Manufacturer narrative:
(B)(4). Location : hospital. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a kyphoplasty procedure, the glass ampule did not break evenly when opened and the edge caused a small cut on the person who was scrubbed in. The product did not came in contact with the patient.